Event description:
It was reported that a few months after implant this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a spike in pacing impedances on the left ventricular (lv) lead, from 900 ohms to 2200 ohms. After the increase the impedances remained stable. In addition, the thresholds and sensing were stable. Boston scientific technical services (ts) discussed the pacing impedance range for this lv lead was 200 ohms to 3000 ohms and that the lv lead may have moved slightly. The patient noted they experienced a flutter and a warm sensation at their device pocket. This crt-d and lv lead remain in in service. No adverse patient effects were reported.